Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 35 mg/dl. The customer was treated with carbs. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer declined with troubleshooting for low blood glucose. Customer reported they received cannot find sensor signal alarm and transmitter light-emitting diode blinked on and off. The device will not be returned for analysis.